Event description:
A vns programming physician in (B)(6) reported to their country rep that they had a vns pt who presented with high lead impedance. An x-ray was taken and reviewed by the pt's treating physician and no obvious break seen. They were not provided to the manufacturer for review. Programming history was not provided nor any further details about the event. Good faith attempts have been made for further details about the reported event and no further info has been attained.

Event description:
The patient had surgery and their vns lead was replaced for a lead discontinuity. Good faith attempts to have the lead returned for analysis have been made and thus far the lead has not been returned.

Event description:
Additional information was received that the patient's explanted lead was discarded therefore will not be returned for analysis.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.